Event description:
(B)(4). I had essure placed on (B)(6) 2014. I spent weeks after waking up soaked in sweat. I continue to have irregular bleeding. It is now (B)(6) 2015 and I bleed once every other weak. I continue to feel fatigue since shortly after procedure. I have seen my primary care doctor twice since procedure with complaints of fatigue, weight gain, joint pain, breast size increase and pain. Labs have shown no explanation to my symptoms.